Event description:
Litigation papers allege: on or about (B)(6), 2003, patient was implanted with a depuy pinnacle mom hip implant on his left side. Metal ions and particles were released into patients blood, tissue, and bone surrounding the implant. Patient began experiencing pain and difficulty with his implant, as well as discomfort and inflammation. Patient suffered from excruciating pain around the hip joint, which made it impossible to walk. He was bound to a wheelchair until after his revision surgery, which was on or about (B)(6), 2006.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update rec'd 10/15/2012 - pfs and medical records received. Part/lot info provided. After review of the medical records and revision operative note it indicated a loose stem that eventually led to significant retroversion. The stem is now being added. There is no new additional information that would affect the existing MDR decision.

Manufacturer narrative:
The devices associated with this report were not returned. A complaint database search finds no related incidents against the provided product and lot combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated.depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4).